Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported that the lead dislodged. The lead was explanted, and the doctor attempted to reimplant the lead several times, but each time the lead was easily dislodged. It was further reported that there was likely a problem with the screw-in mechanism due to tissue embedded in the helix. The lead was explanted and replaced. Following lead replacement, the device was not pacing and had reverted to unipolar mode. The doctor believed this to be unusual behavior for the device, so it was also explanted and replaced. Additional information was subsequently received reporting that there was sensing difficulty, no pacing output, and programming difficulty with the device. Positioning/fixation difficulty and high thresholds was also reported on the lead. No patient complications have been reported as a result of this event.